Event description:
Customer reported a blank display. The customer's blood glucose was 172 mg/dl. Troubleshooting did not find any damage to the insulin pump. The customer also stated the battery compartment is not damaged or corroded. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump received with normal operating currents. No damage found on the connector lcd isolation tape noted. Insulin pump received with cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).